Event description:
Numby administerd to pt to numb area of port. Ground patch applied to mother's left hand. Mom reported a sudden sensation. A small (3-4mm) noted on pt's hand where "om" had been touching her. Physician identified a small area of erythema with a 3-4 mm blister scar. Local care prescribed.